Manufacturer narrative:
Outcomes attributed to adverse events, device available for evaluation?, type of reportable event: additional information. The device is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
Additional information: it was reported that the patient expired on (B)(6) 2016 after suspicion of device thrombosis. No further information was provided.

Manufacturer narrative:
Device evaluation: the pump was returned with the percutaneous lead (lead) intact. The inflow conduit and outflow graft were returned detached and appeared to have been exposed to a fixative agent. Examination of the lead found that the majority of the braided shield was broken down. Electrical continuity testing discovered that the black wire was broken and visual inspection confirmed that the black wire was fractured at the terminus of the connector bend relief. Examination of the adjacent wires also found breaches in the yellow and orange wire insulation. An additional breach in the yellow wire insulation was observed at the metal connector. The exposed conductors of the black, yellow, and orange wires would have allowed electrical shorts to ground, while the system was operating on the power module, or between motor phases, while the system was operating on batteries or an ungrounded patient cable. Electrical shorts resulting from the observed wire damage would have caused the alarms, low speed events, pump stoppages, and elevated pump power levels captured on the submitted system controller log files. The observed wire damage appeared to be the result of fatigue failure due to repetitive movement of the wire in this location. Examination of the blood-contacting surfaces found post-explant depositions of fixed blood in the inflow conduit, outflow graft, and inside the pump. No adhered depositions or thrombus formations were observed. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 8 years, 6 months. The patient remains on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (b)6) 2007. It was reported that an unspecified red heart alarm occurred when the patient was walking outside while on battery power. The system controller was exchanged, and the same type of red heart alarm occurred while connected to the power module. The patient was reportedly asymptomatic. The x-rays of the percutaneous lead showed a slight indentation on the end of the pump bend relief and on the system controller connector end. The patient was issued a non-grounded power module patient cable and was to have a percutaneous lead evaluation at a later date; however, the evaluation was put on hold as the pump power spiked to 24 watts and the patient suffered from unspecified symptoms of left ventricular and right ventricular failure. It was reported that device thrombosis was suspected. No additional information was provided.